Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device delivered 0 pulses, but was in pod state 15 indicating that even though the device was never activated, it somehow was disconnected from the controller. The initial test data was reviewed and the device passed initial test. The device was reset, connected to a master pdm, and asked to deliver a 5u bolus. The rerun data saw that the device activated and went through the priming sequence as intended. The device also delivered a 5u bolus as expected. The device was investigated and no damages or deficiencies were observed that would have caused this issue. The shelf mode current was measured and was found to be in specification. The exact cause of this issue could not be determined.